Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the root cause is likely due to: 1. Cable pins of connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints.¿ outer tube ¿ dents: the reported issue is most likely attributable to improper handling by the customer, more specifically the use of excessive force. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer¿s reported issue. The image was green-lilke in color, which was isolated to a defective cable unit. The inspection also noted there were cosmetic dents on the rigid outer tube. The device has not been repaired in the past year. The investigation is still ongoing; therefore, the customer¿s reported issue cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (osh) was informed that the customer endoeye high definition ii, autoclavable video telescope has image discoloration, image is ¿yellowish¿. The customer reported problem was found during preparation for use. The scheduled thoracic surgery was completed with another device. No death or injury and no impact to patient or other was reported to olympus.